Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to an allergy reaction from the adhesive of the infusion set. The customer also had high blood glucose due to the infection. The customer does not remember the exact day of the hospitalization. The customer states infection was hard, with a huge bump, and was filled with pus. The insulin pump will not be returned for analysis.